Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country: united kingdom.

Event description:
It was reported during repair that there was a damaged machine head and damaged width plate. There was no patient involvement. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the unit was found to have a damaged machined head and 4-inch width plate and was out of calibration. The machined head, semi-circle bearing, and vespel bearing were replaced and resolved the reported issue. The width plate was sent back unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.